Event description:
It was reported that the patient is experiencing pain since (B)(6) of this year. She also reports some clicking noise. She will follow up with her surgeon.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.